Event description:
Physician was doing kidney biopsies. After second biopsy was obtained forceps stopped grasping. The potential harm for the patient was if we could not finish the case or did not have a backup.